Event description:
This rn was asked to re-visit a possible PICC line for continued electrolyte supplementation and frequent lab draws. Patient declined "I have a heart issue, I don't like the idea of that". Patient educated that PICC line does not go into the heart, but declined. Discussed the option of a midline. Explained that it is 8cm and would not go past shoulder. Patient agreed. Arm prepped with a minute chg scrub, and power midline attempted. Ultrasound used. Blood return noted and advancement guidewire without difficulty. Resistance met while advancing catheter. Advancement stopped immediately and removal of entire powerglide system. Catheter noted to not be intact. Approximately half of the catheter noted in the powerglide system. Torniquet applied and direct pressure. Phlebotomist in room and assisted with pressure. Providers notified. Patient without shortness of breath. No complaints.